Event description:
Customer reportedly obtained results "in the 300's" and "in the 100's" on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.